Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the up arrow button was worn, causing the insulin pump to skip numbers. The customer had difficulty inputting the correct number of carbohydrates as a result. Customer's blood glucose was 240 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No unexpected numbers scrolling or skipping during testing. Unit received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched display window, and scratched reservoir tube window.